Event description:
Plate broke during patient use. The plate was removed but the original surgery date was not confirmed by the complaint initiator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated the adverse event problem codes.